Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/20/2015 with the following findings: the pump failed to recognize the cartridge during the load step. A force sensor calibration test revealed that the sensor was not detecting the correct force. The resistance on the force sensor was measured and found to be out of specifications. The pump was opened and contamination was found on the force sensor shim. Additionally, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored and the force sensor shim was contaminated. This report is made based on results of investigation completed on 08/20/2015.